Event description:
A trilogy 202 ventilator was sent to a third-party service center for preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, the unit died after connecting it to the trilogy device toolbox and failed to power on. The device's system pca, power supply pca and capacitor must be replaced to address the issue. In addition, the obm gasket and handle o-rings are damaged. The pollen air filter will be replaced due to preventive maintenance.